Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly and it ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the clip feed into the jaws sideways? -no. Did multiple clips feed into the jaws? -no. Did the clips feed slowly into the jaws? -no, the clip ejected. Which firing of the device did this event occur on? -unk. What vessel or structure was the device fired on at the time of the event? -around the cholecyst. Was the clip fully advanced into the jaws prior to firing? -no. Was there any torquing or twisting of the device present at the time of firing? -no. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? -no. If so, when? Did anything unexpected happen prior to this incident? -no. Was the device fired after this incident in or out of the patient? -no information.